Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint is for a report of the pull ring missing from the patient line. Sample was returned for complaint investigation. Set was visually inspected and noted that the cap on patient line connector was loose from the set. No evidence of solution or other usage of set. The complaint was confirmed in the lab. A batch review was performed on the associated lot with no issues noted. From the data in the complaint information, the cause of this complaint is a manufacturing issue - assembly. Per the results of evaluation, the cause is related to personnel within manufacturing/assembly. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow up for another complaint, a home patient (hp) said that during the previous night when she went to set up for therapy she found a cassette with a cap that had fallen off. The hp said that the cap was not on the patient line. The hp said she found it on the bottom of the bag/ packaging. The hp said the packaging and even the perforation was intact. The hp said nothing unusual was noticed with the patient line. She tried to push the cap back just to see if maybe it just did not fit, but the cap went on fine. The hp said it did not pull back off easily. The sample is available and the hp was willing to send it back for evaluation. The patient was not connected, and there was no serious injury or medical intervention indicated at the time of the initial report.